Event description:
It was reported that the customer was hospitalized with blood glucose levels over 400 mg/dl. The customer had been experiencing high blood glucose levels for a couple of weeks. It was also stated that the customer had fallen and was very weak prior to the event. The customer suffers from parkinson's disease, and has been taking prednisone, which has contributed to the elevated blood glucose levels. The caller was assisted in suspending the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.